Event description:
The customer reported an alarm during normal use. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen screen due to a problem with the mother board. Unable to test for alarms due to a blank display.